Manufacturer narrative:
Age, sex, weight, ethnicity, race-unk. Date of event-unk. Product code: unk; esubmitter software does not allow for blank or unk entry. Implant date: unk. Device manufacture date - unk. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left (os) eye. The surgeon reports elevated iop. Attempts to obtain additional information have not been successful.